Event description:
It was reported that shaft break occurred. A 24 x 3.50 promus premier¿ drug-eluting stent was selected for use and advanced to treat the target lesion. However, after releasing the stent and deflating the balloon, the balloon body broke in the guide catheter. A little balloon was placed in the guide catheter in order to capture the device and the entire device was removed. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the distal section of a stent delivery system and a 6fr guide catheter was received at the cis for analysis. The proximal section of the break including the manifold hub was not received for analysis. The 6fr guide catheter involved in the complaint incident was received for analysis. A visual and tactile examination found several kinks along the profile of the guide catheter. The guide catheter was then dissected longitudinally and no issues were noted with its internal profile which may have contributed to the complaint incident. A visual and microscopic examination found no issues with the profile of the tip. It was specified in the event description that the stent had been deployed. A visual examination of the balloon confirmed that it had been subjected to positive pressure and deflated prior to return. Solidified blood could be seen in the inflation lumen of the device. The shaft polymer extrusion was broken 456mm proximal to the tip. There was evidence of material resistance as it was noted that the shaft polymer extrusion was kinked and stretched along its length. The midshaft material was measured using a calibrated ruler to be 194mm. This type of damage is consistent with excessive force being applied to the delivery system. The proximal section of the break including the hypotube was not received analysis. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. A 24 x 3.50 promus premier¿ drug-eluting stent was selected for use and advanced to treat the target lesion. However, after releasing the stent and deflating the balloon, the balloon body broke in the guide catheter. A little balloon was placed in the guide catheter in order to capture the device and the entire device was removed. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).